Event description:
An ipp device was implanted on 10/11/94. The right cylinder was revised on 10/10/95. The pump and cylinders were removed from the pt on 9/19/97 and replaced due to fluid loss-left cylinder.